Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was unable to be confirmed. The submitted controller event log file did not contain any events from the reported event date of 20apr2026. The mpu, serial number unknown, was not returned for analysis. A root cause for the reported event could not be conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The reported event indicated that there was a loss of power to the mpu, it's not known whether a v-lock was in use at the time of the event. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. Handbook rev. A are currently available. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including low voltage/power cable disconnect alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/power cable disconnect/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient came into clinic for evaluation of various alarms. The patient reported no external power on (B)(6) 2026 while on mobile power unit (mpu) power. The patient switched to batteries which resolved the alarms. After switching the battery clips, no further no external power alarms were noted on mpu power. The patient denied dragging the mpu. On (B)(6) 2026, while the patient was sleeping, the patient heard their batteries beeping, the patient stated they saw the battery light on the white cable illuminate red. The patient switched to wall power, however when the patient disconnected the white power cable the patient began to alarm for low voltage. The alarm resolved when the patient fully connected to the mpu. Low voltage advisories were noted on system controller interrogation. No damage to the power leads or the driveline were noted in clinic, and alarms were able to be reproduced, and a self test was performed without issue. The patient reported there was no chance they accidentally initiated a self test. Only alarms noted with the no external power and the low voltage advisory. The patient denied using partially charged batteries. The batteries were cleaned and did not require calibration. Log file review was requested which revealed odd power cable disconnects which did not appear to be associated with a power change on (B)(6) 2026. The low voltage advisories on (B)(6) 2026 were noted to potentially be due to an incomplete connection during power source change. The no external power alarm was overwritten by newer data. No other unusual events were noted.